Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back on previously documented information. Pt mentioned that they were supposed to meet with a mdt rep today at 1:30 pm however, they were informed that the mdt rep couldn't make it and that the appointment needed to be rescheduled sometime next week. Pt expressed their frustration due to the delay in getting proper help from mdt. Pt mentioned they need to meet with a mdt rep as soon as possible to make the necessary adjustments to their therapy. Pt added that since monday, they're stuck in the middle and they're really disappointed. Agent sent a follow up email to mdt rep.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information from the patient indicated that their 3 back surgeries were before their implant. They stated that the cause of their pain causing them to pass out was not determined. The patient noted that a manufacturing representative (rep) advised them that there is no method for determining a cause. Their thought is that one or some nerves in their spine were accidently "activated to an extreme by some mechanism". They stated that the issue has not been resolved.

Event description:
The reason for call was patient (pt) reported their stimulator is doing wonderful but yesterday morning when they woke up, they passed out completely because of the pain. Pt stated their manufacturing representative (rep) is on leave for a little while and they spoke with a different rep yesterday but didn't get any response yet. Agent had difficulty understanding the patient due to the call quality and agent tried to obtain all relevant information as possible. Pt mentioned everybody said that their pain is a '10 from 1 out of 10' and the pain was that bad. Pt said they finally made their way, they hold on to the wall and was about to call 911 but they didn't. Pt stated they held to their kitchen sink and called their neighbor and also called (B)(6) where their pain doctor is in and somebody just happened to be there. Pt said they went to emergency room and the only time they had pain like that when they had 3 major back surgeries. Pt also said they couldn't walk or do anything and today went on, they are well enough to see their doctor, and they advised them 2 weeks after it's been implanted that the 'metrics need to be change and modified' the reason why they wanted to reach their rep. Pt is concern that the situation might happen again. Agent reviewed information. Agent provided the nas phone number and redirected pt to their healthcare provider (hcp) to set up an appointment with rep. Pt said they are going to reach out to (B)(6) because it's near their location.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.